Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assembly. Unable to perform displacement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir compartment had a smell of insulin. Then insulin pump passed self test. The customer experienced high as well as low blood glucose. The customer treated the high blood glucose with the insulin pump bolus and the low blood glucose with food or juice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.